Manufacturer narrative:
Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Furthermore, users are made aware of the risks associated with endoleaks in the IFU, and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.  The device is undergoing an evaluation but has not yet been completed. Manufacturing evaluation results will be provided once they are completed.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent endovascular treatment of a dissecting aortic aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu282815j/15710120 and tgu313115j/15597335). The tgu282815j/15710120 was implanted distally. On (B)(6) 2020, the patient developed a dissecting aortic aneurysm rupture. It was considered a distal type I endoleak that caused aneurysm rupture. An additional conformable gore® tag® thoracic endoprosthesis with active control (tgm262610j/20543718) was implanted distally. The distal end of the additional endoprosthesis was narrow due to the patient anatomy (the patient true lumen was narrow). Another conformable gore® tag® thoracic endoprosthesis was implanted as well and a touch up ballooning was performed to the overlap site. Final angiography showed no endoleak. The patient tolerated the procedure. Before this procedure, the physician suspected either a d-sine or a distal type I endoleak caused aneurysm rupture. During this procedure, the physician confident the distal type I endoleak caused aneurysm rupture, not a d-sine. It is unknown what cause the distal type I endoleak.